Manufacturer narrative:
This report is submitted on february 22, 2021.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use, and was treated with oral antibiotics (duration and date not reported). Clinical management is ongoing. The implanted device remains.

Manufacturer narrative:
It was reported that the patient was prescribed steroids. This report is submitted on 14 april 2021.